Event description:
It was reported that the pt felt a shock when the device was initially changed from sensory to motor. The device was also showing an error message when the unit was initially turned on. There were no adverse consequences related to the shock and no medical intervention was required. The procedure was completed using the same device.